Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there was noise present on the patient's right ventricular (rv) lead. No intervention was performed. The patient's condition was unknown.